Manufacturer narrative:
Submit date: 4/28/2017.

Event description:
The customer reports that once the formula bag is spiked, when the nurses prime the pump and try to run the feed, the formula is not infusing and is leaking out of the bottom of the purple port on the feeding set.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. One sample was received for investigation. While being analyzed by the multidisciplinary team, some stuck food was observed in the line and it was cleaned. During that process a leak was observed on the purple cross spike, since the component reported is purchased, a second analysis was performed with the supplier quality engineer and the failure mode was not duplicated; no leaking was observed during the evaluation. The product was filled with water and put to work and the failure mode could not been observed again. The failure mode could not been confirmed. The possible root cause could be related with the formula used provoke the stuck on the device or with an incorrect connection of the device. No corrective actions will apply since failure mode was not confirmed. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.